Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. During evaluation, it was confirmed that the device was receiving alarms 31 and 17. Isolation circuit card was replaced. Biomed stated the note from the nurses stated device patient 1 probe was not registering. Error 103 was not reproduced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boots repeatedly to an alarm 17 (patient temperature 1 calibration error) and alarm 31 (patient temperature 2 calibration error), patient calibration errors for pt1 and 2. Per additional information updated from ttm on 04dec2025, biomed stated the note from the nurses stated device patient 1 probe was not registering. They were doing calibration and getting error 103.

Event description:
It was reported that the arctic sun device boots repeatedly to an alarm 17(patient temperature 1 calibration error) and alarm 31(patient temperature 2 calibration error), patient calibration errors for pt1 and 2. Per additional information updated from ttm on 04dec2025, biomed stated the note from the nurses stated device pt1 probe was not registering. They were doing calibration and getting error 103.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.